Event description:
It was reported that the burr became stuck with the wire. A 1.50 mm rotablator rotalink plus and a 330 cm gw (1pk) flop rotawire were selected for use. During device preparation and execution of the draw test, the console registered a sudden drop in rpm, accompanied by an audible gas leak from the device. A second test was performed, with the same gas leak noted. When attempting to disengage the rotalink burr from the rotawire, the burr became lodged and could not be separated. As a result, both the burr and the guidewire were removed simultaneously. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that the burr became stuck with the wire. A 1.50mm rotablator rotalink plus and a 330cm gw(1pk) flop rotawire were selected for use. During device preparation and execution of the draw test, the console registered a sudden drop in rpm, accompanied by an audible gas leak from the device. A second test was performed, with the same gas leak noted. When attempting to disengage the rotalink burr from the rotawire, the burr became lodged and could not be separated. As a result, both the burr and the guidewire were removed simultaneously. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Event description:
It was reported that the burr became stuck with the wire. A 1.50mm rotablator rotalink plus and a 330cm gw(1pk) flop rotawire were selected for use. During device preparation and execution of the draw test, the console registered a sudden drop in rpm, accompanied by an audible gas leak from the device. A second test was performed, with the same gas leak noted. When attempting to disengage the rotalink burr from the rotawire, the burr became lodged and could not be separated. As a result, both the burr and the guidewire were removed simultaneously. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.